Event description:
Customer reported that the set leaked from the connection of the IV fluid into the pca line. Fentanyl was infusing via the pca module. No report of pt harm or medical intervention. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak from the connection because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.